Manufacturer narrative:
H6: investigation summary: no samples were returned therefore the investigation was performed based on the photos provided. The customer returned several images of the 31g x6mm bd insulin syringe shelf carton from lot# 2038556. The customer reported no lot number printed on two boxes. The images were examined, and it was observed that the printed lot number, manufacturing date, and expiration date were missing from the back of the shelf carton. A review of the device history record was completed for batch# 2038556. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Embecta was able to duplicate or confirm the customer¿s indicated failure of label information missing based on the photos received. A definitive root cause cannot be determined. H3 other text: see h10.

Event description:
It was reported that 2 bd ultra-fine¿ insulin syringes had no lot number listed on their labeling. The following information was provided by the initial reporter: "no lot = 2".

Event description:
It was reported that 2 bd ultra-fine¿ insulin syringes had no lot number listed on their labeling. The following information was provided by the initial reporter: "no lot = 2"

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.